Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the impactor cap broke off and fell on the floor. This occurred while the surgeon was inserting a nail using a mallet. The surgeon was able to complete the procedure without changing to other instruments, by using the handle. A piece of the impactor remains in the handle. There were no fragments broken into the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the star drive tip is damaged. Five of the six lobes are broken off up to approximately 0.5mm from the drive tip. The drive will no longer retain a screw. It is concluded from the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. Examination of the returned part indicates that the screwdriver has been used off-axis (not inserted straight and fully) into the screws and locking caps. In addition, the deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
A manufacturing evaluation was performed. The device showed expected wear on the handle end. The thread was sheared at the transition from the shaft to the main body. No conclusion could be made without having witnessed the event. The driving cap may have been over tightened causing addition stress on the thread shaft, or it may not have been inserted completely and the shaft would have taken the full force of the impact, instead if the base of the cap. This complaint is indeterminate from a manufacturing standpoint.

Event description:
This report is for file (B)(4).